Event description:
During a patient's follow-up visit on (B)(6) 2016, a ventricular arrhythmia with 120 bpm was detected. In the markers chain, no atrial activity sensed by the pacemaker was displayed. The device does not pace the atrium.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a patient¿s follow-up visit on (B)(6) 2016, a ventricular arrhythmia with 120 bpm was detected. In the markers chain, no atrial activity sensed by the pacemaker was displayed. The device does not pace the atrium.